Event description:
Upon further assessment, it has been confirmed that the trocar in pack damaged, had burr/edge protruding out was identified to be a trocar bent cannula issue.

Manufacturer narrative:
Corrected information provided in b.2., b.5, h.2., and h.11. Upon further review following submission of the initial report, it has been confirmed that the reported burr was observed on the cannula and not on the blade. Based on current information available this event does not meet reporting criteria as per the applicable regulations. The reported event does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-03133. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Non-healthcare professional reported that trocar in the pack was damaged, with a lifted metal burr or edge on the blade before the vitrectomy surgery. The surgery was completed after replacing the product with new trocar. There was no patient impact.